Event description:
It was reported that during a coronary stenting treatment procedure, stent damage and a stent dislodgement occurred. The 95% stenosed target lesion was located in the 2.75 x 16mm mildly tortuous and mildly calcified left anterior descending artery (lad). A non-bsc guide wire was advanced, with difficulty, to the lesion and a maverick balloon was used to pre dilate. The 2.75 x 16mm promus element plus mr stent delivery system (sds) was advanced and encountered resistance at a significant bend to the 1st diagonal. The stent "kind of folded on itself" and the physician pulled the sds back, and attempted to pull the stent back into the guide catheter, but the stent dislodged and lodged in the left main artery. After a few minutes, the stent migrated into the lad. They were able to get a wire through the stent and deployed the stent with a maverick balloon in the proximal lad. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).